Manufacturer narrative:
(B)(4). This lot was manufactured from november 4, 2014 to november 5, 2014. Evaluation summary: the device was not available for evaluation; however, the customer provided a photograph of the device. A photographic inspection did not find any evidence of a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from its fill port. This occurred during filling. There was no patient involvement. No additional information is available.